Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device, updated the software to the current revision and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.